Event description:
Leica microsystems received a complaint regarding the presence of ¿chunks¿ of wax in bottles 1 and 2, which were designated as formalin. The leica field service engineer (fse) who attended the laboratory on (B)(6) 2012 was advised by the complainant that a use error involving incorrect completion of reagent replacement had occurred, and that all reagents had subsequently been replaced. On (B)(6) 2012, a leica field applications specialist who attended the laboratory was advised by the complainant that sub-optimal tissue processing had been identified from two (2) processing protocols which completed on (B)(4)2012. Investigation of this complaint by leica microsystems is continuing.